Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had encountered a warning while trying to do an item issue. A technical support specialist remoted in and observed that the message appeared during the process, and it was explained to customer that the warning was in place to remind users of a previous issue related to the medication and that it did not prevent the medication from being issued and customer acknowledged the explanation, and the medication was successfully issued. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, user encountered a warning while tried to issue item. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.